Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately withheld therapy because it detected ventricular tachycardia (vt) arrhythmias as supra ventricular tachycardia (svt) arrhythmias. As well, there were failed shocks noted. The device is still in use. No further patient complications have been reported as a result of this event.